Event description:
It was reported that insulin dosing on the ilet was stopped while the patient attempted to reconnect the ilet to a dexcom g7 after approximately one week disconnected, and the caregiver was advised that the ilet requires entry of the sensor pairing code because glucose values were only visible in the dexcom app and the ilet had not been set up. Symptoms included no adverse clinical effects, with a reported blood glucose of 74 mg/dl and no reported hypoglycemic symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer education and troubleshooting focused on correct cgm pairing and setup on the ilet. Investigation of this case revealed use error related to incorrect or incomplete sensor pairing to the ilet, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing to the ilet.